Event description:
During intracranial angioplasty with stenting, the patient was under general anesthesia. The anesthesia machine quit working; everything turned off and screen went blank. The patient was manually ventilated and another machine was brought in. No harm to patient.we suspect that we have seen this problem before as we have experienced similar issues, such as the screen going blank, with the anesthesia machines previously. Also, we are not aware of draeger notifying our facility that new processor boards were being implemented during the time of the implementation (may 2007).======================manufacturer response for drager fabius gs anesthesia machine, drager fabius gs======================visual analysis revealed a burnt component (z10) on processor control board. This part is a ferrite array used to filter the 12v supply voltage to the main display. In the event of a short on the board, the 12v supply voltage is shorted to ground and the ferrite begins to melt. As the component fails, a slight burning odor may be detected and the display will blank out. Root cause of the display problem was a short circuit on the processor control board resulting in the ferrite array (z10) failing due to thermal breakdown. As part of routine quality improvement, draeger phased out the use of the ferrite array component on the fabius processor board in may 2007 and replaced it with a zero ohms array component. The fabius gs involved in this complaint was manufactured in 2003.